Event description:
It was reported a spectrum pump had displayed a door not fully latched alarm. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was reproduced and confirmed through eval. This condition was caused by look link screws. The alarm was resolved during eval by adjusting the screw. The link screws were replaced.